Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during a surgical procedure, when the surgeon attempted to "create a suture hole" it was observed that the "tip of the drill bit was broken". It was unknown if there were delays to the surgical procedure. The surgery was successfully completed with a spare device. It was unknown if injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.